Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having to charge more, and underwent an ipg replacement procedure. The old ipg was replaced with an MRI capable device. The patient was doing well postoperatively, and explanted ipg was kept by medical facility.